Event description:
It was reported that during the initial implant procedure, after performing the deflection test on the right ventricle (rv) leadless pacemaker, the leadless pacemaker prematurely separated from the delivery catheter while testing the electrical parameters in tether mode. The delivery catheter was removed and one of the tether tips was noted to be missing. The rv leadless pacemaker remains implanted. The patient was in stable condition.